Event description:
Patient underwent full revision surgery and the explanted products were discarded.

Event description:
Patient presented with high lead impedance and has been referred for a full revision surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.